Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer attempted to load two cartridge onto the pump but received a cartridge change error during the cartridge detection. There was no impact to the customer's blood glucose level. The customer reported would continue to use the pump and had manual injections for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.